Manufacturer narrative:
The complaint of external catheter breakage is confirmed. The characteristics of the damage found on the complaint sample are consistent with a break in the catheter tubing as opposed to sharp instrument damage. The break site is located at the distal end of the surecuff. At this time, the mechanism of damage is undetermined. Gross visual and microscopic examinations and functional testing shows no evidence of a defect or deformity related to the mfg process. A lhr of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
Pt came in c/o pain. While removing the catheter, the tip of the catheter broke. The tip was snared from the femoral. Add'l info: pt was in for removal of permcath as there was a functioning fistula. Cuff was 'hanging' out of the exit site which prompted x-ray. Interventional cardiologist removed the device with a snare.